Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5564 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "up to place PICC line. Line placed without difficulty. When clave placed and checked for blood return air noted into syringe. When flushed, saline noted dripping out between clave and hub. Claves changed out and same thing happened. Syringe directly attached to hub and same thing happened. Was on purple lumen of PICC. New PICC placed to patient with no issues."